Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, a technical support specialist (tss) contacted that customer, asked for the latest update and the customer had mentioned to close the case. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer cubie failed. The user attempted to reboot the system both through maintenance mode and the physical power switch the issue escalated and affected the entire drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.